Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by dealer that the irc5po2 concentrator has no alarm.

Manufacturer narrative:
The device was evaluated by the returns department which found that the controls switch/button is broken.

Event description:
It was reported by dealer that the irc5po2 concentrator has no alarm.